Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. It was reported that structured report is showing as qc status in cardio as confirmed. This issue could potentially result in a report not being reviewed by a physician prior to sending to emr or faxed. Customer support identified conflicting sql confirmation states and corrected the issue. There were no reports of patient injury. (B)(4).